Event description:
Patient had symptoms, which consisted of being "mentally absent and had a complete physicial breakdown." Family member does not recall what pt's blood glucose was and gave pt insulin based on the meter reading. Pt ended up having a hypoglycemia event at school and family member treated pt with dextrose. Family member does not recall the readings on the meter. Not enough evidence of an ae. Even after the low readings, family member took pt to the hosptial. Patient was admitted in the hosptial for low blood sugar. In the hosptial a meter and lab comparison was done. The patient reported blood glucose results of 65mg/dl with a lifescan meter and 42mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Medical affairs is reporting this case as a meter malfunction, since comparision was done while patient was already admitted in the hosptial for low blood sugar. While pt's stay in the hospital, patient is being treated based on the lab results and not on their meter readings.